Manufacturer narrative:
Tthis supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is presumed that no image was displayed temporarily due to a temporary communication failure caused by water entering through a hole on the broken connector. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to confirm ¿no image¿ while using the hd camera head. Other findings include a hole on the connector and a failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image problem (no image) while using the hd camera head. The issue occurred during preparation for use for an unknown procedure. There was no patient of involvement or user harm associated with the event.